Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead, which had been implanted on (B)(6) 2017, was explanted due to dislodgement. According to the field clinical representative (fcr), the cause of the lead dislodgement was due to patient fall. The explanted lead was retained by the hospital. The patient did not suffer any adverse patient effects. To date, the lead has not been returned to boston scientific.